Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the gastrointestinal videoscope had a clamp detach in the instrument channel tube. The issue occurred during preparation for use of a diagnostic gastroscope procedure. There were no reports of patient harm, no delay, and the patient was not under any anesthesia. The intended procedure was able to be successfully completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h3, h6. Corrected fields: e2, e3, g2 ("company representative¿ must be selected, as the contact/reporter is an olympus employee), h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. The legal manufacture was unable to confirm the cleaning disinfection and sterilization (cds) processes by the customer, and no physical damage was found at the location. Based on the results of the investigation, we could not specify the cause from the provided information. As a result, the presumed cause and a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use: detection method in evis lucera gif type 260 series operation manual chapter 3 preparation and inspection. Preventive measure in evis lucera gif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.